Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse events of slow drain(s), drain pain and fluid overload which required transition to hd therapy. Per the pdrn, the patient was non-compliant with their pd therapy prescription and skipped treatment 1-3 times per week, which led to the patient becoming fluid overloaded. Non-adherence to treatment pointedly impacts the efficacy of pd therapy, and significantly impacts the patient¿s ability to achieve homeostasis. While the cause of the slow drains and drain pain is unknown, drain pain is a common side-effect of ccpd therapy caused by the device¿s suctioning of peritoneal fluid, as opposed to gravity drainage. Based on the information available, the patient¿s liberty select cycler is disassociated from the event(s), as there is no objective evidence indicating a liberty select cycler deficiency or malfunction is associated with these event(s). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius technical support requesting a replacement cycler for the patient due to drain complications. Upon follow up, the pdrn stated the patient was fluid overloaded. Per the pdrn, the patient was complaining of slow drains and drain pain during continuous cyclic peritoneal dialysis (ccpd) therapy for the last 2-3 weeks. The patient was advised to contact fresenius technical support when a slow drain and/or drain pain is occurring, however the patient reported that they did not call technical support for assistance as advised. The pdrn performed a home evaluation, added a mid-day exchange and attempted smaller fill volumes and several other measures without improvement of the patient¿s symptoms. Additional follow-up revealed that the patient was non-compliant with their pd prescription and skipped 1-3 treatments per week, due to the drain pain. The patient reported to the pdrn that they could not ¿catch up¿ removing fluid which resulted in fluid overload. The pdrn stated the patient was not hospitalized for the event(s), however was transitioned to hemodialysis (hd) for improved ultrafiltration (uf). The patient is likely to return to ccpd therapy once their fluid balance is stabilized, and retraining has occurred. The patient is doing well on in-center hd and is recovering from the event(s).